Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call battery out limit alarm. Customer's blood glucose level was unknown. Customer received multiple battery out limit alarms on the insulin pump. Customer replaced the battery and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no battery out limit alarm noted. The insulin pump was received with minor scratched display, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and missing endcap sticker.